Event description:
Customer reports receiving erratic readings on his blood glucose meter. The readings of 60, 146 and 25 mg/dl done within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone which shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.